Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38831714 and lot number 4018911. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample of an 18g insyte catheter in a patient¿s hand was received for evaluation by our quality team. The characteristics observed in the picture did not contain sufficient information to identify a specific product related cause for the reported event. Based on the provided feedback, it is possible this incident resulted from the use of the product. An exact cause could not be determined at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd insyte was in use when a limb threatening adverse event occurred. The following information was provided by the initial reporter, translated from spanish to english: during the procedure, intravenous fluids are administered through the peripheral vein described above, by means of infusion pumps (no.3) passing saline solution, remifentanil and norepinephrine diluted at 0.05 mcg kg mi. Diluted at 0.05 mcg kg min. The infusion pumps activate the alarm for distal obstruction and the peripheral venous access is checked. Peripheral venous access is checked. Large edema was observed affecting the left upper limb at the level of the forearm left forearm, wrist and hand with distal color changes in the phalanges of the 1st, 2nd, 3rd and 4th fingers, without adequate capillary filling at the level of the hand in the tenar eminence and wrist. The infusion of basic fluids and medications was suspended, and a new peripheral vein was cannulated with jelco 18 peripheral vein with jelco 18g at right hand level. Findings were discussed with neurosurgery it was decided to quickly finish the surgical procedure to put the patient in the supine position. Local measures were initiated with local heat, warm water and massage, achieving a gradual recovery of distal perfusion of the right hand. Gradual recovery of distal perfusion in all fingers and progressive decrease of edema. Vascular surgery performed clinical evaluation and arterial and venous doppler ultrasound of the msi. And venous msi finding arterial and venous vessels with adequate flow, finding arterial flow even to the arterial flow even up to the metacarpophalangeal joint. He was evaluated by orthopedics, in view of the improvement of the distal perfusion of the hand, found no indication for urgent surgery. Urgent surgical management. The patient was extubated, and adequate mobility of the fingers and hand was evaluated. Hand and fingers. What happened is explained extensively together with neurosurgery and orthopedics. Orthopedics to the patient and family. The patient was transferred for postoperative to the intermediate care unit for postoperative surveillance. Attached serious event occurred in the institution on (B)(6) 2024 in the operating room service, the event was already reported to invima, so I kindly request that the provider collaborate with the following request as they are necessary documents requested by invima to close the case: facility internal investigation: evidence: a very large catheter was used for a small vein. Surveillance of vascular access was not adequate. With the information we have so far, it was decided to report as: serious adverse event.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.